Event description:
During the implant of a 26mm amplatzer cardiac plug (acp), an amplatzer guidewire (gw) perforated the left atrial appendage (laa) so the acp was immediately deployed to occlude the laa. The patient's condition was stable. The physician reported that the gw was too stiff.

Manufacturer narrative:
Sjm could not evaluate the product involved in this event since it was not returned to us. During manufacturing, this guide wire lot underwent a series of inspections and tests to confirm proper function. A review of manufacturing documentation confirmed this delivery system lot successfully completed these tests. The cause of the reported event remains unknown.